Event description:
Customer's daughter reported a hip injury that was required the customer to undergo a surgical intervention as a result of a shock and "not being in the right state of mind" that customer experienced at one point due to not being able to test her blood glucose level.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.